Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Same patient as (B)(4). This is report 1 of 4. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient was not hospitalized for the event. Treatment was not reported. The cause of the peritonitis was unknown. Dianeal therapies were ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12h09042 and h12i16011. No exceptions were observed that were related to the reported condition. The sample was not returned and the lot number is unknown, a device analysis cannot be completed.